Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a battery status of elective replacement indicated (eri) after 44 months of implant time. Dissatisfaction with regard to device longevity was expressed.